Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only

Event description:
The customer reported the infusion (1000 ml bag) with expected rate of 75 ml/hr infused faster than expected. The bag was hung at 0130, and found empty at 0545 am. An air-in-line alarm also was reported at the time the bag was discovered empty. The patient did not report any distress or discomfort due to the event, and no patient harm occurred. A new device was obtained to continue the patient's infusion.

Manufacturer narrative:
Additional information provided. The customer¿s report of the device infusing faster than expected was not confirmed. Analysis of the pcu event log shows that the pump module was infusing ivf maintenance wt = 40kg and over, at a rate of 75ml/hr. At 12:14 am on the event date, (B)(6) 2017, the vtbi was changed to 10 ml and the infusion restarted. At 1:01 am the rate was changed to 10 ml/hr then changed back to 75 ml/hr 11 minutes later. Between 12:14 am and 5:45 am the volume recorded as being infused was 396.61ml. The root cause of the customer¿s report of infusing faster than expected was not identified. The devices and set were not returned for investigation.